Manufacturer narrative:
Additional information was received from the service business center when a service representative followed up with the customer and obtained additional information from the device error history log. The error history log showed e853 and e122. The subject device was returned to olympus for evaluation and the customer's allegation of errors e223 and e118 were not confirmed. The device evaluation could not reproduce the e223 nor e118 errors when the device was tested. No abnormalities were found. Additional evaluation findings were as follows: the error history log showed: e853 - white balance unadjusted and e122 - cll cutting. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera elite iii video system center showed error e223 and the visera elite iii led light source reported error e118 during a therapeutic procedure. The procedure was completed using the same device. There was no report of delay, no impact to the procedure and no patient harm associated with the event. This event includes two reports. Patient identifier: (B)(6) for the otv video processor and patient identifier: (B)(6) for the light source cll-s700. This report is being submitted for patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.